Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. The customer's mother also reported that the insulin pump was cracked and the keypad issues had been ongoing since (B)(6) 2015. No significant events leading up to this event were listed. Blood glucose level at the time of the incident was not provided. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.